Manufacturer narrative:
Sent to FDA: unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional tests, startup. There was constant alarm with stuck key at startup. The keypad was inoperable. The root cause of the reported issue was unable to determine, did not notice any external damage to the keypad. Actions were taken to mitigate the reported issue: the keypad was replaced.

Event description:
It was reported that the device would not turn on. No patient injury was reported.